Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to a defective esd500 component on the distribution node pca. The root cause for the defective esd500 could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that an electrode belt's ECG's were non-functional.